Event description:
During follow up, noise resulting in oversensing was observed on the atrial lead. Lead damage was suspected but not confirmed. The device was reprogrammed to resolve the event and the patient was stable.